Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that approximately two weeks post system implant, the patient was experiencing chest pain. The patient underwent a pericardial drainage procedure and a cardiac perforation was suspected. The right ventricular (rv) lead remainsin use. No further patient complications have been reported as a result of this event.